Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding the drug infusion device. The drugs being delivered were bupivacaine at 0.7197 mg/day, clonidine at 7.197 mcg/day, and hydromorphone at 0.3598 mg/day, all with unknown concentrations. It was reported that since (B)(6) 2020 after pump surgery she developed edema and it got much worse with bupivacaine and clonidine combination after surgery because her legs and feet were swollen again. She hadn't had that for 6 months and she has been in the hospital from (B)(6) 2020. Patient reports she had an infection around the pump area for two weeks and was on antibiotics and still have fluid on the upper part of the pump and they had to place the pump on the buttocks area. Patient reports they have been titrating the medication from the pump and bolus was going up and down since (B)(6) 2020 from 10 to 5 boluses, and she had lost bolus because the increase was too quick and never got the decrease until the next morning. Patient said the healthcare professional (hcp) told her on their end everything looks fine, but on the phone, it doesn't show and that¿s a technical issue. She goes back to the hcp on friday. She may need to go back to the hospital because her legs are worse and massive and will need to have fluid taken out and changed / remove the medication. Patient reports a fellow at the hospital told her if she didn't know the pump can give her edema because how it is placed and distributes the medication. Patient services reviewed their role and repair hours. There were no further complications reported/anticipated.